Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. H6 - results - 3211 is based upon evaluation of user facility information & the returned sample; 213 is based upon dimensional testing of the returned sample. One used 8fr angio-seal evolution device was received for product evaluation. The evolution device body was returned completely unmated from the sheath in an opened header bag. No other accessory components were returned. Visual inspection revealed that there the carrier tube was found to be completely removed from the sheath and the collagen found stuck in the hemostatic valve. The deployment sleeve was found in the forward lock position. The suture was released and still intact, connecting the carrier tube and sheath. The bypass tube was found dislodged at the proximal part of the carrier tube. The button of the device was pressed and determined to be soft. The tip of the carrier tube was examined under the microscope and the kink was identified at the proximal end of the manufacturing slit. There were two kinks observed on the carrier tube as well. No other visual anomalies were noted. For dimension testing, the outer diameter of the bypass tube was measured and found to be 0.140". All measurements were within the manufacturer specifications. No functional testing was performed due to the collagen and anchor was exposed and stuck into the hemostatic valve. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not properly placed or locked which led to bypass tube dislodged while pulling back the device, anchor and collagen were stuck into the valve. However, the exact cause of the reported event cannot be determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device thread was snapped in the middle of the case. The blood loss was less than 250cc's. The patient condition was stable. Here was no other devices or equipment being used with the reported product. There was no patient injury/medical or surgical intervention. Additional information was received on 10february2020: prior to the use of the device, a coil embolization was performed. An 8f sheath was used. Angiogram was performed.